Event description:
The customer reported that her blood glucose reached >250 mg/dl less than a day after the pod was activated, at which point she realized that the needle and cannula did not inject properly during activation.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were evaluated and the product lot met all acceptance criteria. The omnipod user warns: "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)".